Event description:
The report indicated that approximately two minutes into the case, foam was noted in the artial line. The case was stopped for eight minutes while the clinician reprimed and the case continued. There was no pt compromise.